Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred because the 3so was disconnected from the server due to incorrect network/proxy settings on the customer¿s end. A technical support specialist dialed into the station and accessed medapp v1.6.1, checked the services and confirmed that the data sync log was running fine. The data sync log was reviewed, and an error message was found. The system performance status was checked: cpu ¿ 8%, memory ¿ 62%, disk/network ¿ 0%, and system uptime ¿ 0 day. It was suspected that the issue was related to the network/proxy settings on the customer¿s end. An email was sent to the customer for further action. The customer verified and resolved the issue. The system functioned as intended after the technical support specialist completed the troubleshooting the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was disconnected from the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.